Event description:
Device issue: none. Adverse event: thrombosis. Time of adverse event: post procedure. It was reported that during the procedure, a kissing balloon technique was performed at the bifurcation of the left anterior descending artery (lad) and the left circumflex artery (lcx). A dissection occurred at the lcx. Three xience v stents (3.5x23, 3.0x18, 2.5x23) were implanted to treat the dissection. When implanting the stents, a thrombosis was confirmed and flow seemed to be a little slow; however, the vessel diameter was confirmed to be recovered. Heparin was administrated and then changed to argatroban. After the procedure, the patient complained of chest pain. Angiogram revealed that the entrance of the cx was completely occluded. Revascularization was performed to suction the thrombosis. Balloon angioplasty was performed and blood flow was recovered. Reportedly, medical opinion indicates that the thrombosis was not due to the xience v stents but due to the lack of patient response to the heparin. There was no reported adverse sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). The stent remains in the patient. A follow-up report will be submitted with all additional relevant information. The other two xience v stents indicated are being reported under this same manufacturer report number.